Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 4 of 4; reference MFR. Report# 1627487-2019-02703, reference MFR. Report# 1627487-2019-02704, reference MFR. Report# 1627487-2019-02705. It was reported the patient underwent surgical intervention wherein the scs system was explanted. Reportedly, the reason for the explant was unknown.

Manufacturer narrative:
Device information was unintendedly excluded in the initial report. This report contains additional information.

Event description:
Device 4 of 4. Reference MFR. Report# 1627487-2019-02703; reference MFR. Report# 1627487-2019-02704; reference MFR. Report# 1627487-2019-02705.